Manufacturer narrative:
The customer's report was not replicated or confirmed. The internal handles were put through extensive testing using a test device without duplicating the report. The internal handles were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed to discharge using these internal paddles. Complainant indicated that there was no patient involvement in the reported malfunction.